Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to pocket closure after an implant procedure, the pacing lead had displaced. The lead was disconnected and repositioned successfully. Upon reconnecting the lead, the hex wrench was not engaging with the set screw. A new hex wrench was attempted, however, it was still not engaging with the set screw. The device was removed and replaced while the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.